Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline extension cable was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual examination and functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged during functional testing. Review of log files revealed three (3) electrical fault alarms logged on (B)(6) 2018 due to the front stator not being connected. As a result, the reported electrical fault alarm was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, possible root causes of the reported electrical fault alarm event may be attributed, but not limited to a marginal connection between the driveline extension cable and the controller, a marginal connection between the driveline extension cable and the driveline, and/or contamination in the driveline connector. If information is provided in the future, a supplemental report will be issued.

Event description:
The driveline extension cable was returned to the manufacturer because it exhibited a electrical fault during the wet test. The driveline extension cable subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.